Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2016-03079. The device was not returned to edwards lifesciences for evaluation, for this reason no visual inspection, no functional testing, no dimensional analysis was able to be performed. A device history record (DHR) review did not reveal any issues that could have contributed to the reported event. A lot history review revealed no other additional complaints related to ¿balloon burst¿. Since the device and or applicable photographs (relevant to the complaint) were not returned for evaluation, the reported balloon burst was unable to be confirmed. Review of applicable complaint history and manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the complaint. No deficiencies were identified in review of relevant IFU/training materials. During balloon manufacturing, the balloon is inspected visually (heavy scratches, gel-spots, and fish eyes) and dimensionally for defects. Also, the balloon wall thickness is 100% inspected. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The event description details a use-error was involved in the complaint. The description notes that ¿the pusher (flex catheter) was not pulled back all the way prior to deployment causing the balloon to burst upon inflation¿. Pulling the flex tip off of the balloon is a critical procedural step outlined in training / IFU documentation. The IFU instructs to retract the tip of the flex catheter to the center of the triple marker before deployment. The training manual highlights in various occasions that the flex catheter should be pulled back prior to deployment. It also includes a video instructing the operator to pull back the flex catheter to the middle of the triple marker so it is off the balloon during deployment. Skipping this step may result in non-uniform balloon deployment and creates stresses on balloon materials and bonds. In this case, the reported balloon burst was unable to be confirmed and no manufacturing non-conformities were able to be identified during this investigation. Review of the complaint history for the month of september 2016 reveals that the occurrence rates does not exceed the control limits for the applicable trend categories. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, the pusher (flex catheter) was not pulled back to the appropriate position prior to deployment causing the balloon to burst upon inflation. At the beginning of the procedure the patient had hypertension and a low ejection fraction (low-mid 20¿s). The patient was unstable during the initial pacing run and did not tolerate the bav, becoming even hypotensive. It was decided to deploy the 26mm sapien 3 valve expeditiously. The blood pressure dropped more when crossing the native valve and there were issues with pacing capture. At that point, it was not noticed that the pusher had not been pulled back all the way before deployment, and upon inflation the valve shifted from its intended position and the balloon burst. The s3 valve landed 40:60 aortic/ventricular (too low) with moderate-severe central leak and paravalvular leak (pvl). They were able to remove the delivery system, leaving the esheath in place. There was no vessel injury. Since there was almost no calcium within the annulus to be concerned about, it was felt that the balloon burst due to the pusher not being pulled before inflation. This, in combination with the pacing not completely capturing and the patient becoming hypotensive, caused the 1st valve to move during deployment.